Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable issue of deep scratch on switch 1, and small scratch on switch was confirmed. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the presumable cause could be physical stress applied to the operation part, causing the reported event. However; a conclusive root cause could not be determined. User may detect the suggested event by handling the device in accordance with the following IFU: inspection of the endoscope. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovidescope exhibited deep scratches on switch 1 and minor scratches on switch 2. There were no reports of patient involvement.